Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
Products part of the system: product ID: 977a260, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative (rep) reported that the percutaneous lead was not working. During the intraoperative testing the patient could not feel stimulation. The amplitude was as high as it could go, all areas of the lead were tested. The surgeon requested another lead. The lead was replaced and the patient felt the stimulation. It was noted that all the areas of the lead were tested and amplitude was increased. It was noted that the issue was resolved at the time of the report. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.